Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 47 mg/dl which she treated with juice. They also experienced a low blood glucose level of 54 mg/dl and they suspended the insulin pump. The customer stated that their insulin pump settings and eating habits had not been changed. The customer was assisted with turning off the auto suspend. The customer declined troubleshooting for the low blood glucose. The device would not be returned for analysis.